Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws started smoking and would not stop. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had signs of clinical usage and the heater was lifted up somewhat. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and no non conformities were found. Based upon the observation of the toggle not releasing, the reported complaint for "device remains activated" was confirmed. (B)(4).